Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported uncomfortable stimulation/overstimulation. The patient reported that few days prior to the reported they noticed "pin and needles" sensation in the feet going up the leg, tried to use patient programmer (pp) to lower stimulation. The patient reported seen an eri (elective replacement indicator) screen. The patient was reviewed information and helped to bypass the screen. The patient was helped to lower the stimulation since it was mentioned that the stimulation was too strong when they lay down. The patient reported that they had back pain. The patient communicated with the ins and it shows that it was on. The patient was redirected to follow up with their healthcare professional (hcp) for the eri and back pain issues. The patient was instructed that they could continue to lower the stimulation if it gets uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they had surgery to replace the battery with a new battery and that resolved the eri and pain issues.